Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie drawer was not being detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no lights on any of the boards in auxiliary drawers 3.1 and 3.2 after removing the back panel. A field service engineer replaced the pyxibus controller board and both drawer controller boards. The drawers were then configured in the storage space configuration. The customer logged in and successfully inventoried the drawers. The station was confirmed to be working as designed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie drawer was not being detected on bus. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.